Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02105 and 1627487-2012-02106.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventative action (CAPA) investigation was performed. Eval - results: pocket heating was confirmed. The investigation for CAPA (B)(6) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.